Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a crack in the lens was observed immediately following implantation into the eye. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There is insufficient information anfd evidence available to determine the cause of lens dmage in this case.

Event description:
On (B)(6) 2023, rayner received notification from its distirbutor in the united arab emirates of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye a crack was observed within the lens.